Manufacturer narrative:
It was reported that a foreign object, described as appearing like wood, was identified within a syringe component. The syringe was reportedly discarded and not used. No serious injury or adverse impact to a patient or to a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No photo or physical sample was provided for evaluation and a root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on (B)(6) 2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a foreign object was identified within a syringe component.